Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, intermittent capture and undersensing. When the lead was explanted it was noted that there was a significant amount of tissue attached to the tip of the lead. It was additionally report that during the initial implant there was placement difficulty with multiple locations to find good placement. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.